Event description:
Boston scientific received information that during a recent device change out procedure it was noted that this right atrial (ra) lead exhibited out-of-range (oor) impedances of greater than 3000 ohms. The physician elected to electrically program the device to vvir. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.